Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen and morphine (concentrations and doses unknown) via an implanted pump. The pump's indication for use (IFU) was listed as non-malignant pain, intractable spasticity, and degenerative disc disease. The pump was replaced (early 2014, "maybe (B)(6)") and then she developed an infection and was hospitalized for her issues due to the infection. The pump was removed and they "through the machine out". Her pump did not alarm. Additionally, a piece of her catheter still remained in the intrathecal space. The dates of when any of these events happened were not clear. Specific patient symptoms, troubleshooting/diagnostics, concentration, dose, lot number, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.